Event description:
Customer reported that while setting up for a case, the workstation power cord was plugged into the wall outlet. An audible alarm sounded from within the workstation and the system would not power on. Another wall outlet was tried with the same result. The system was pulled from service and an alternate system was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A ge representative evaluated the system and found the hospital facility power to be unstable. Further investigation revealed the ac line power would drop by as many as 5-6 volts while system was on. Voltage reading varied from 120.1 to 114.9 volts. Workstation isolation transformer is strapped properly for the room that the system is normally operated in. Isolation transformer output measured at 119.5 volts ac. System operating as intended.